Manufacturer narrative:
H3 other text : device serviced by third party service center

Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The service technician reports blown seive bed, solenoid intermittent, regulator leaking, compressor rattling, flow meter cracked, power cord smashed, din cover missing. There is no allegation of patient harm or serious injury. No medical intervention reported.